Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. An attempt has been made to obtain missing information ; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) got stuck in the incision during insertion into the eye with the 1mtec30 cartridge. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Additional information: (B)(4). During follow up, it was clarified by the customer that there was no issue with the injector or cartridge. There was not a patient injury. A replacement lens was implanted successfully. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to cartridge lot cc13480: device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.